Event description:
The customer reported being in the emergency room due to high blood glucose, ketones, and urinary track infection. The customer experienced nausea, dizzy, and stomach pain. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The customer stated that the doctor requested having the device replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.